Manufacturer narrative:
Investigation results: the visual inspection showed that the tri-heater wire assemblies on the hot jaw boot were clean and appeared to be undamaged. The cold jaw boot showed little signs of thermal damage on the serrated surface of the jaw. The hemopro device was connected to a reference dc extension cable and a reference power supply. The device was repeatedly turned on and off while the jaws were wedged into a saline soaked gauze pad. Due to the steaming and sputtering coming from the (closed) hemopro jaws, it was concluded that the device was functioning correctly. The reported failure was not confirmed. A lot history record review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro tissue welder would not cauterize, there was no heat. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.